Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent endovascular treatment of a 470mm acute type b thoracic dissection. The proximal thoracic aorta was 34mm in diameter. A CT was performed upon arrival of the patient at the hospital and showed ischemia in the true lumen flowing into the superior mesenteric artery. It was reported that the entry site of the dissection appeared to be immediately below the left subclavian artery and went down to the abdominal bifurcation and extended to near the terminal aorta. Initially another manufacturer¿s device was implanted where the distal part of the valiant was planned to be implanted. A 36x36x200 valiant stent graft was implanted from just below the left common carotid artery, followed by two bare stents from another manufacturer in the terminal aorta. The true lumen was dilated as normal. An angiogram of the sma indicated poor results, based on which the physician judged that the ischemia had not improved. Another manufacturer¿s sheath was advanced to the sma, and an other manufacturer¿s stents were implanted. Blood flow to the sma was restored. Another manufacturer¿s plug was implanted in the left subclavian artery and the procedure was completed. The patient was brought to the ICU and complained that they could not move the left hand. It was determined that the other manufacturer¿s plug that was in the lsa had occluded the vertebral artery. The following morning, an ax-ax bypass was conducted; however, the patient died while in the ICU. It was also noted that even though flow to the sma was restored, the patient died due to the prolonged ischemia. Per the physician, the tevar did not have any problem in terms of a treatment of the dissection. Prolonged duration of intestinal ischemia is believed to be the cause of the event. No additional clinical sequelae were reported.